Event description:
It was reported that during insertion of a screw in an unknown surgery that the head of the screw broke and the shaft remained in the femur of the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). An evaluation showed that the measurable dimensions of the cortex screw were checked and found to be in compliance with the technical drawings and ao/asif specifications. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The fracture face is homogenous which indicates material conformity. No product fault could be detected. The evaluation found that the thread flank after the fracture is completely flattened. This is an indication that an excessive metallic contact caused a mechanical overload during the insertion and finally the breakage of the screw.